Event description:
It was reported that the pacemaker was found in backup operation prior to implant upon interrogation. It was elected to not install the pacemaker. No patient was involved.

Manufacturer narrative:
The reported event of backup operation was confirmed by analysis. Final analysis found that the device went into backup mode due to storage at cold temperature. No other anomalies were found.